Event description:
The package had a hole the size of a pencil eraser that went completely through the outer wrapping as well as the interior sterile packaging. The implant was autoclaved causing a 30 minute delay in surgery.

Manufacturer narrative:
Evaluation was not possible, as the packaging was not returned. The investigation could not verify or draw any conclusions about the reported event without the package to examine. The event description suggests the package was damaged in transit. The initial reporting indicated the product was not suspected of failing to meet specifications or contributing to the event. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the packaging and/or additional information be received, the investigation will be re-opened.